Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a female patient of unknown age and origin. Medical history was not reported. Concomitant medications included acarbose; for unknown indication. The patient received insulin lispro (rdna origin) injections (humalog, 100 u/ml) through a cartridge via reusable pen (humapen luxura, burgundy), thrice daily, single dose was morning 16, noon 10 or 12 or 14 (she adjusted on her own according to her diet light or heavy), night 10 subcutaneously for the treatment of diabetes mellitus, beginning on an unknown date. On an unknown date, after starting insulin lispro treatment, she was hospitalized due to unstable blood glucose (values were not provided). She adjusted dose upon advised by her doctor. The holder of humapen luxura was skidded with the pen body (pc number; 4218756/ lot number 0909b03). Further information regarding blood glucose numbers and discharge details was not provided. Information regarding corrective treatment, outcome of the event and status was not reported. The treatment with insulin lispro was continued. The user of the humapen luxura and his/ her training status was not provided. The humapen luxura general duration of use and the suspect humapen luxura device durations of use were not reported. The action taken with the suspect humapen luxura was not provided and its return was not expected. The reporting consumer did not provide a relatedness opinion between the event and insulin lispro or humapen luxura. Update 25-dec-2017: this case was determined to be non-valid as there was no identifiable valid adverse event (hospitalization reported). Update 28-dec-2017: additional information received on 26-dec-2017 from initial consumer. The case initially was determined to be non-valid as there was no identifiable valid adverse event. Added a serious event of blood glucose abnormal and a laboratory test for blood glucose. Updated humapen luxura as suspect and reprocessed the pc number. Updated narrative with new information. Update 09jan2018: updated medwatch fields for expedited device reporting. No new information added.

Manufacturer narrative:
Narrative field: new, updated and corrected information is referenced within the update statements. Please refer to update statement dated 17jan2018. No further follow-up is planned. Evaluation summary: a female patient reported that the cartridge holder of her humapen luxura device "was skidded with the pen body." The device was not returned for investigation (batch 0909b03, manufactured september 2009). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the batch did not identify any atypical findings with regard to cartridge holder broken issues or dose accuracy. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a female patient of unknown age and origin. Medical history was not reported. Concomitant medications included acarbose; for unknown indication. The patient received insulin lispro (rdna origin) injections (humalog, 100 u/ml) through a cartridge via reusable pen (humapen luxura, burgundy), thrice daily, single dose was morning 16, noon 10,12, or 14 (she adjusted on her own according to her diet light or heavy), night 10 subcutaneously for the treatment of diabetes mellitus, beginning on an unknown date. On an unknown date, after starting insulin lispro treatment, she was hospitalized due to unstable blood glucose (values were not provided). She adjusted dose upon advised by her doctor. The holder of humapen luxura (burgundy) was skidded with the pen body (pc number; (B)(4)/ lot number 0909b03). Further information regarding blood glucose numbers and discharge details was not provided. Information regarding corrective treatment, outcome of the event, and status was not reported. The treatment with insulin lispro was continued. The user of the humapen luxura (burgundy) and his/ her training status was not provided. The humapen luxura (burgundy) general duration of use and the suspect humapen luxura (burgundy) device durations of use were not reported. The suspect device with pc (B)(4), which was manufactured in sep2009, was not returned to the manufacturer. The reporting consumer did not provide a relatedness opinion between the event and insulin lispro or humapen luxura. Update 25-dec-2017: this case was determined to be non-valid as there was no identifiable valid adverse event (hospitalization reported). Update 28-dec-2017: additional information received on 26-dec-2017 from initial consumer. The case initially was determined to be non-valid as there was no identifiable valid adverse event. Added a serious event of blood glucose abnormal and a laboratory test for blood glucose. Updated humapen luxura as suspect and reprocessed the pc number. Updated narrative with new information. Update 09jan2018: updated medwatch fields for expedited device reporting. No new information added. Update 17jan2018: additional information received on 17jan2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and (B)(6) device information and device return status to not returned to manufacturer. Added date of manufacturer for pc (B)(4) associated with lot 0909b03 of humapen luxura (burgundy) device. Corresponding fields and narrative updated accordingly.